Event description:
The article, ¿surgery for delayed leaflet impingement after transcatheter closure of a paravalvular leak associated with an aortic pseudoaneurysm¿, was reviewed. The research article presents a case study of a 83 year old man with heart failure. A past medical history of, aortic valve replacement with a 23mm carbomedics mechanical valve 12 years earlier, moderate chronic renal insufficiency, and atrial fibrillation. The heart failure was secondary to severe aortic paravalvular leak, revealed by transthoracic echocardiography (tte). Transesophageal echocardiography (tee) additionally showed a pseudoaneurysm of the left sinus of valsalva. The paravalvular leak and valsalva pseudoaneurysm were thought to probably be secondary to an asymptomatic, past endocarditis. Cardiac electrocardiogram-gated computed tomography (CT) scan confirmed the pvl and showed the presence of a bilobed pseudoaneurysm measuring 21 × 16 × 17 mm, near the origin of the left main coronary artery. Two months after the acute heart failure, an 14 × 5 mm amplatzer vascular plug iii was implanted under echocardiographic and fluoroscopic guidance. The procedure was complex, but at the end of procedure, a good result was obtained with a mild residual leak. Three days later, the patient presented a new episode of heart failure; echocardiography and angiography showed an impingement of the prosthesis in open position. The amplatzer was successful repositioned but 2 days later, a new impingement was revealed; consequently, the heart team decided for cardiac surgery. Surgery confirmed the obstruction of one prosthetic hemidisk and the presence of the pseudoaneurysm. The pseudoaneurysm was excluded by direct suture, and the valve was replaced with a bioprosthesis. The postoperative recovery was uneventful and at follow-up, 1 year after surgery, the patient was in good shape; any residual pvl was detected, and the left ventricular function had improved. The article concluded percutaneous closure must be the first choice for the repair of pvl, and surgery should be considered in specific settings as an auxiliary treatment in case of contraindications, complications, or failure. The presence of an aortic pseudoaneurysm could be a relative contraindication to be assessed on a case-by-case basis, but transcatheter closure does not preclude subsequent attempt for surgical repair.

Manufacturer narrative:
As reported in a research article, an event of paravalvular leak and aortic pseudoaneurysm was reported. The patient has a medical history of chronic renal insufficiency and atrial fibrillation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.